Event description:
During initial testing at the mfg facility, the device did not consistantly sound for an audible alarm tone on the low volume setting. It did, however, sound for an audible alarm tone on the high volume setting.

Manufacturer narrative:
The device was received. Investigatyion is not complete. The device not audibly alarming on the low setting that is being reported was noted during mfg testing; therefore, user facility event codes are not applicable in this case. This report represents all the information known by the reporter upon query by hospira personnel.